Manufacturer narrative:
Evaluated 1 open/used reservoir (1.0 clear liquid inside barrel) transfer guard and plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per manual prime, bolus and basal test; no leakage anomalies were found during test. See attached file for more details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced strong smell of insulin coming and was not sure of the leaks from reservoirs or tubing. It also smells inside the reservoir compartment, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-441aj, mmt-342. Troubleshooting was performed for fluid in pump (pump exposed to fluid). Fluid was present in reservoir compartment. No damage was reported to reservoir compartment or pump case. Pump passed self-test. Troubleshooting was partially performed for reservoir leak as the customer declined to continue the troubleshooting. The non-serialized product being returned and replaced. Troubleshooting was performed for infusion set leaks. The non-serialized product being returned and replaced. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. Mmt-441aj was requested and customer response was the device will be returned. It was expected that customer would discontinue the use of reservoir. Mmt-342 was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.